Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "at present". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal infection. The cause of the event was not reported. It was reported that the patient was hospitalized for treatment of the event. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a peritoneal inflammation and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.